Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 patient reports calibration error during the two hour warm-up. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product.